Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified infection. It was reported that the pt was in a weakened state. On an unreported date, the pt was admitted to the hospital for an unknown indication. Treatment was not reported. No further information is available. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.